Event description:
The customer reported that her insulin pump is over delivering insulin. The customer also stated that she sees a bolus in the bolus history that she did not program. The bolus was verified in the care link reports, but the customer is convinced that the insulin pump programmed the bolus on its own. The customer declined troubleshooting, and stated that she is not comfortable using this insulin pump. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.